Event description:
The user facility sent the subject device to an olympus service center for evaluation with a report that the image had static. Upon inspection and testing of the device, error code e226 (scope communication error), with image loss, was observed. The customer was contacted to obtain additional details regarding the reported event; however, there was no information available regarding this specific event. The customer did confirm that there was no patient or user injury due to the event. This report is being submitted for the reportable malfunction observed during the device evaluation (error code e226 with image loss).

Manufacturer narrative:
Inspection and testing found that the e226 error code and image loss were due to a faulty cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 07-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was defective. As a result, the video did not function normally, and the phenomenon of ¿no image, e226¿ (scope communication error) had occurred. A new cable assembly was required. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.